Event description:
Healthcare professional additionally reported left side "valve delaminated from shell" and "hole in valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold and broken on fill channel. Leak test and microscopic analysis was performed which identified: a sharp broken on fill channel and crack valve. Based on the device analysis the final assessment is: sharp broken on fill channel assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve. No delamination was observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.